Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated two target lesions. The first being a de novo, 80% stenosed and bifurcated 3.5x23mm lesion located in the left atrioventricular groove. Treatment consisted of pre-dilation with a maverick 2.5x20mm balloon and the placement of a 3.5x28mm taxus liberte drug eluting stent deployed at 18 atm's resulting in 0% residual stenosis. This target vessel was mildly tortuous and balloon withdrawal resistance was noted during the procedure. The second target lesion was a de novo, 60% stenosed 3.0x8mm lesion located in the left posterior descending artery. Treatment placed a 3.0x12mm taxus liberte drug eluting stent deployed at 18 atm's with 0% residual stenosis. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.